Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pcu and pump were brought to the customer and alleged to be randomly powering off. Internal hospital's testing have not been able to duplicate the error. There was patient involvement but no harm.

Event description:
It was reported that a pcu and pump were brought to the customer and alleged to be randomly powering off. Internal hospital's testing have not been able to duplicate the error. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d and g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pcu and pump module were randomly powering off was not reproduced or confirmed through laboratory testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. A test infusion was performed for 24 hours. The infusion completed successfully with no irregularities observed, and no errors displayed. Additional infusion was performed for one hour, the suspect device was not connected to ac power. The programmed infusion successfully completed after one (1) hour with no errors or malfunctions. A battery conditioning test was performed on the suspect pcu. The capacity was noted within specification. The results showed the old capacity as 3400mah and the new battery capacity displayed 3874mah. A review of the pcu error log, showed error code 600.6840.5 (cib connect failed) were recorded two (2) times on 17 march 2025 at 12:36pm and 1:07 pm. The facility did not provide infusion details. The review of the logs is bases on the reported event date. At 12:06 am, the concomitant pump module was attached to the suspect pcu, the profile in use was identifies as ¿critical care¿. At 12:52 pm, the pcu was powered off, the suspect device was not connected to ac power, which collocated to the event observed in the battery log. Between 12:53 pm and 1:04 pm, the pcu was powered on, a basic infusion was programmed at a rate of 5ml/h, at a vtbi of 2ml, with a volume duration expectative of 24 minutes. The pump module alarmed ¿door opened¿, then the user pressed silence key, then the pump module alarmed ¿check IV set¿ twice, the user pressed silence and pause. The user pressed restart and the infusion was started, the pump module alarmed ¿check IV set¿, then the user pressed silence and pause. Finally, the user pressed channel off, pvi = 0ml. The bd alaris¿ user manual v12.3.1 states under troubleshooting and maintenance section that the battery is intended as a backup system. Leave the power cord connected to an external hospital grade ac power source whenever possible. The user manual also states that the battery should be replaced every two (2) years by biomedical engineering. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: the suspect pcu was disassembled, please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported that the pcu randomly powering off was not determined or replicated. Laboratory testing confirmed that the device was operating within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.